Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at (B)(6) hospital with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod for 72 hours or longer. The patient initially had a broken pod's controller and was expected to receive a new one but had a delay in its delivery, leading the patient in not being able to use their pod. The controller was reported to not turn on, despite being charged overnight. Symptoms reported include the patient having nausea and being more tired. The patient was treated with an injection pen of novorapid (short-acting) insulin and toujeo (basal) insulin. The patient was discharged on (B)(6) 2026.